Manufacturer narrative:
A styker field technician evaluated the device and could not duplicate the issue. The device increased joules as expected. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device was not increasing joules automatically. In this state the device may not be able to deliver the appropriate defibrillation therapy if needed. There was no patient involvement reported with the event.